Manufacturer narrative:
Events occurred in: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported a shocking sensation. The manufacturing representative checked the implantable neurostimulator (ins) with the physician programmer and it showed that stimulation was off. The patient had a stroke which was why the patient was in the hospital and the patient was feeling uncomfortable stimulation. The ins was interrogated and showed that stimulation was off. The impedances were normal, all in the 800 ohm range. The manufacturing representative stated that he turned stimulation on and turned stimulation up a little bit, the patient could feel stimulation in his complex regional pain syndrome (crps). The patient continued to feel unwanted shocking sensations. During the call the manufacturing representative turned stimulation off again but the patient was still feeling discomfort. The manufacturing representative deleted the programming from the ins. The patient had a CT scan. The patient¿s wife indicated that the sensations stated in the morning and the patient had been in the same room for several days. They did not report any event that seemed to have triggered the stimulation change. This was considered a sudden change in stimulation. Additional information received from the manufacturing representative reported that the patient¿s stroke was not related to the device or therapy. Troubleshooting included interrogating the device which found that the device was off. It was noted that there was really no device issue. They just needed to make sure that the device was off.